Event description:
A stent promus element 3.0x16 was deployed in the proximal lad and another stent (same brand, 2.75x28) was deployed in the distal lad. The pressurewire was selected to assess the post pci lesion. Approached from the left radial artery the target lesion was 6-7 with mild tortuosity, mild angulation, and mild calcification. When the pressurewire was being advanced through the stents in the lad, it was thought the tip of the pressurewire was touching plaque located distal to the distal stent. It was reported excessive force was not applied, but the pressurewire seemed to get into the plaque during manipulation. Following manipulation and use of the pressurewire, an angiogram revealed the stent distal artery was occluded by the presence of a dissection. The occluded was dilated using a balloon catheter via asahi sion blue. The dissection area was long, so another stent promus element (2.5x32) was deployed over the area. The next day, the patient's cpk was 1200 and the patient reported pain in her back. The following day, the patient's cpk dropped to 600. The patient reported no further back pain and was discharged on the same day.

Manufacturer narrative:
The product was not returned; however, we do not believe the cause of the reported event was due to a device malfunction or any deficiency with the instructions for use requiring corrective action. A review of the device history record confirmed that the device was manufactured according to sjm specification. We will continue to closely monitor the performance of this product for any significant trends.